Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to the philips response center (rc) that the device was failing user initiated selftest with front end failures, error codes 20003 and 90009. There was no patient involvement.

Manufacturer narrative:
.